Event description:
The customer contacted beckman coulter, inc. (Bec) to report discrepant brain natriuretic peptide (bnp) results for five (5) patient samples on their unicel dxc 600i synchron chemistry analyzer. The patient results were not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer had assayed the samples on an analyzer with closed specimen tube access capability. The bnp results generated by that analyzer were discrepant. The customer re-assayed the same samples on a different analyzer without closed specimen tube access capability. The bnp results generated by that analyzer were interpreted to be correct and were reported out of the laboratory. A field service engineer (fse) was dispatched to the customer's site. The fse performed a system check on the analyzer (with closed specimen tube access capability) and observed that the analyzer failed the carryover test for closed specimen tube access. The fse replaced the wash pump assembly and performed a preventive maintenance. Subsequently, the carryover test passed performance specifications. Precision runs of five (5) replicates for each patient sample yielded acceptable results. Other assays on the analyzer were not impacted by this event. The bnp reagent used by the customer was manufactured by biosite incorporated.